Manufacturer narrative:
(B)(4) other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "the physician discovered that the distal tip (front end) of the catheter was uneven/rough and appeared to be bifurcated (split/forked)". A new device was used. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers reported by the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the physician discovered that the distal tip (front end) of the catheter was uneven/rough and appeared to be b ifurcated (split/forked)". A new device was used. No patient harm or injury. The patient status is reported as "fine".